Manufacturer narrative:
Batch review performed on 06 april 2022: lot 2109551: 110 items manufactured and released on 09-sept-2021. Expiration date: 2026-08-25. No anomalies found related to the problem. To date, 77 items of the same lot have been sold without any similar reported event. Other device involved: batch review performed on 06 april 2022: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot 2100261: 130 items manufactured and released on 04-may-2021. Expiration date: 2026-04-19. No anomalies found related to the problem. To date, 75 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 3 months and a half after primary the surgeon performed a washout and revised the head and liner and the surgery was completed successfully.